Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical reports: item # us157856, m2a-magnum pf cup, lot # 593890. Item # 157450, m2a-magnum mod, lot # 527080. Item # 12-103209, taperloc por red/dist, lot # 116080. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2015-04445, 0001825034-2015-03206.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, bursitis, tissue deterioration, and limited mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's operative report indicates that the revision procedure that took place on (B)(6) 2014 noted effusion due to metal debris during the revision procedure. Operative report also noted the revision of the acetabular cup due to minimal bone ingrowth. Further, it was noted that the surgeon had a difficult time removing the head from the trunnion. The surgeon had to cut the femoral head off.